Event description:
It was reported that the patient underwent a cervical procedure. The anterior fixation plate and screws were implanted at c6-c7. A screw backed out due to broken closing mechanism on the plate. The plate and screws were removed and replaced approximately a year and five months post op.

Manufacturer narrative:
The explanted plate and screws were returned to the manufacturer for evaluation. A pre-reoperation film also was provided. The screw backing out was confirmed from the x-ray. Lateral view of cervical spine shows fusion at c4/5 and c5/6. The plate at c6-c7 is bent and screws are bent as well the interbody graft has collapsed and subsided. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.